Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1223, awareness date 04-oct-2015). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in 2013. She was a mother of 2. Consumer reported that she was told essure was a simple in office procedure and that they were metal coils that would be inserted in her fallopian tubes, but she was put to sleep for the procedure and found out that the coils contained nickel. She was miserable for the two years she had essure. On (B)(6) 2015 she had a hysterectomy, leaving only her ovaries. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she was miserable for 2 years and had a hysterectomy performed. This event was considered serious and unlisted in the reference safety information for essure. In this case, limited information was provided. Although it was not reported what really happened, a causal relationship with suspect insert cannot be excluded. Due to surgical intervention performed, this case was regarded as incident. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result received on 02-nov-2015: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she was miserable for 2 years and had a hysterectomy performed. This event was considered serious and unlisted in the reference safety information for essure. In this case, limited information was provided. Although it was not reported what really happened, a causal relationship with suspect insert cannot be excluded. Due to surgical intervention performed, this case was regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical event and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.